Event description:
It was reported that the pt experienced a loss of therapeutic effect and went to her clinic for reprogramming. After reprogramming she experienced a "sudden strong biting sensation." Impedance measurements were normal. Further info is being requested from the hcp.